Manufacturer narrative:
(B)(4).

Event description:
Customer states that during a ladg, idrive and tri-staple purple60 were prepared for dissection of gastric body. The surgeon fired the device; however the device stopped firing at 2/3 advanced. A new purple60 was opened and the case was completed with no problem. No harm on patient.